Manufacturer narrative:
Data corrected in section d to match device information in gudid per the FDA letter dated 5/20/2024. D1 changed the brand name to match gudid. D2a changed the common device name to match gudid. D4 UDI changed, to include complete UDI number (B)(4).

Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient was in use from (B)(6) 2023 until the time of the incident on (B)(6)2023 (76 days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Event description:
Berlin heart clinical affairs was informed by the clinic that a patient suffered from small ischemic stroke with right hemiparesis on (B)(6) 2023. There were no cerebral edema. The patient had symptoms of neuro irritability 48 hr prior to the event. The patient developed the right sided weakness on the time of the event. CT-scan showed an area of hypodensity in left leniform nucleus- possibly ischemic in nature. Another focal area of hypodensity in right caudate nucleus. There were no intracranial bleeding and no midline shift. According to the updated information on 2023-10-16 the patient got stable.